Manufacturer narrative:
A ge service representative performed an on-site investigation. The gpos (general purpose operating system) and rtos (real time operating system) boards were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently would not boot up. There is no report of death or serious injury.